Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The pedi pads were returned to zoll for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using a good device, which included functional testing without duplicating the customer's report. The pads were replaced and scrapped. No trend is associated with reports of this type.